Event description:
The event was reported that during a stereotactic breast biopsy they received multiple green and blue cable errors throughout the case. They powered off the control module, reseated the cabling on the st holster made sure the cabling was straight, powered the unit on, took additional sampled and started getting the same blue and green errors, again. The doctor managed to complete the case with no patient consequence.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the black cable and lemo connectors to be replaced. The device was functionally tested, met all product requirements and returned to the customer.